Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-07696, 2134265-2013-07642. It was reported that the mdu got frozen during automatic pullback. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. The catheter was connected to the mdu and "catheter connected" message was displayed. The physician then noticed that the mdu got frozen. The device was rebooted up, but during automatic pullback the device got frozen. Manual pullback was performed with no issues. No patient complications were reported and the patient's status is stable.